Manufacturer narrative:
The biomedical engineer found the hard error code of check vent blower temperature high. The biomedical engineer replaced the blower to address the reported issue. It was reported that the v60 is back in service.

Event description:
The customer states unit has a constant check vent blower high temperature error. The customer reported that the unit was not in use on patient. The customer contacted product support and was advised that the unit may have a faulty blower or motor controller (mc) pcb. Product support provided part ID for the blower. Caller to perform any needed repairs and will call back only if further assistance is required. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.